Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006 the patient underwent discogram of l3-4, l4-5 and l5-s1 level due to low back pain and right leg pain. Impressions: marked disc degeneration of l5-s1 with highly congruent discogenic pain. (B)(6) 2006 the patient underwent posterior lumbar interbody fusion at the l5-s1 level including 1) bilateral laminectomy l5-s1. 2) mesial fasciectomies l5-s1 with discectomy and placement of two 12*25mm cages filled with bmp. Preoperative diagnosis: internal disc disruption, degenerative disc disease l5-s1. Perop notes: beginning on the patient's left side a mesial facetectomy was performed. However the facet itself was intact other than shaving down the mesial, perhaps, one-third of it. The working channel was able to be placed with regard to the room that was needed. The disc space was irrigated. At this point some bone form the lamina, which had been chopped up, was wrapped in a piece of bmp sponge and this was placed into the disc space. Then the 12x25 mm cage which had been reviewed. The disc space was reamed out to 32mm, disc material was removed with a pituitary rongeur, and then some bone from the lamina, which had been cut up, was wrapped in a bmp sponge and this was placed anterior to where the cage would be positioned. A tamp was used to push the sponge to a position that would be anterior top the cage positioning was done recessed into the disc space a similar amount as to the patient's left side.